Manufacturer narrative:
(B)(6). This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is a palmaz large stent but the lot numbers are not available. The citation is as follows : gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302. A copy of the publication is attached to this report. As noted in the publication gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case with implantation of a 29mm 4-9mm medium palmaz iliac stent for treatment of transjugular intrahepatic portosystemic shunt (tips). The palmaz embolized into the liver vein, ivc due to balloon rupture. It was repositioned with a balloon in the liver vein. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon burst- in patient¿ and ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ the manufacturer of the balloon is indeterminate. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the publication gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case with implantation of a 29mm 4-9mm medium palmaz iliac stent for treatment of transjugular intrahepatic portosystemic shunt (tips). The palmaz embolized into the liver vein, ivc due to balloon rupture. It was repositioned with a balloon in the liver vein.